Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 500cc mentor memorygel breast implants and experienced rupture on the left side intraoperatively. The patient was reported to be symptomatic. The physician ruptured the device with his finger while readjusting the device. As a result, the physician used a similar device to complete the procedure, a 500cc mentor memorygel breast implant, catalog number 3505004bc, serial number (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient experienced no consequences or adverse event related to the intraoperative rupture on the left-sided breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation a tear was observed on the anterior view, measuring 3 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of lot 7754747 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: after secondary review of this file performed on 4/29/2020, it was decided to remove patient code, code not applicable and add no code available to more accurately capture the reported event. Manufacturer's reference number: (B)(4).